Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 5 mg/ml of morphine at 0.4999 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the consumer reported that the patient's personal therapy management programmer (ptm) showed an error code 100, indicative of a motor stall. The rep read the pump logs which showed 4 instances of a motor stall and motor stall recovery on 11/8 and 11/9. It was reported that the patient was mostly in bed since the implant and the bed was "adjustable". There was no known emi or magnetic source causing the stalls. The patient was switched to 1 mg/day for their medication.

Event description:
Additional information was received from the consumer via the manufacturer's representative (rep) on 2020-dec-03. It was reported that the patient was being seen by their healthcare provider today and the patient's spouse reported that the patient continued to have issues with the pump not working. Reportedly, the patient had still having some efficacy and headache issues. The pump logs were checked and no other motor stalls were seen at that time. The pump had been refilled on (B)(6) 2020 and there was no discrepancy in the expected or observed volume. The patient's pump dose was increased from morphine 1.4 to 1.7 mg/day on a 5 mg/ml concentration. The logs included showed the following events: (B)(6) 10:19 am - motor stall, (B)(6) 3:19 pm - recovery, (B)(6) 6:26 pm - motor stall, (B)(6) 7:46 pm - recovery, (B)(6) 11:51 pm - motor stall, (B)(6) 3:15 am - recovery, (B)(6) 3:38 am - motor stall, (B)(6) 4:06 am - recovery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of the stalls had not yet been determined. The patient had two more stalls in the last 24 hours. Actions taken to resolve the issue included changing basil ate and ptm settings.